Event description:
Original surgery and revision date unk. Allegedly, 4.4 drill bit was being used in an ankle fusion case. The pt had a previous surgery where 2 each 4.0mm cannulated screws had been implanted. The surgeon had implanted the x-wire (2.5mm smooth) and cleared the 4.0mm screws. As he drilled normally with the 4.4mm drill bit, the bit shattered into 4 pieces. The pieces were retrieved and no adverse effect was caused to the pt. Another 4.0mm drill bit was used and a 6.5mm screw was successfully implanted. The previously mentioned 4.0mm screws were implanted in the medial malleolus.

Manufacturer narrative:
The drill bit was sent back and visually inspected. Device history record was checked and showed no deviation. The characteristic of the damage is more related to an unproper handling of the drill bit by the surgeon. The surgeon stated that all fragments of the drill were removed from the pt. Therefore, the file has been closed.